Event description:
Display is lit, but does not indicate anything. Device history record was reviewed, no event linked to the reported issue was observed. Error 43 and error 45 (lcd issues) were found during device log review which confirms the reported event. The device was not sent back for investigation as repairs were performed locally. Due to the reported issue and as per technical manual instructions, recommended repair action was to replace the display board which was sent to brézins for further investigation. After compliant visual check, the display board was cross tested on a test bench. When switched on, the device displays a blank screen and triggered a continuous alarm. Test 4 was carried out and error 43 and error 45 were recorded in the event file. Measurements was taken on lcd screen and values were found out of range. The reported event was reproduced and is due to a failure of the lcd voltage caused by a weakness in the lcd component. To our knowledge this complaint was not being related to patient safety. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.